Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00467.

Event description:
It was reported that the surgeon broke the tips of 2 screwdrivers during the removal procedure. The date on which the plate was inserted and details of the plate used are unknown. There was a reported delay of 30 minutes.

Manufacturer narrative:
The returned drivers were visually inspected to confirm failure. Under magnification, the t8 stick fit hexalobe drivers (pn (B)(6)) batch numbers were confirmed. Both drivers shows signs of torsional fracture patterns, identified at the transition from the shaft to the hexalobe tip at a steep angle, twisting along the driver's central axis. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The lengths were measured using mitutoyo calipers (gage ID# (B)(6), calibrated (B)(6) 2025, calibration due (B)(6) 2026) to approximate the location of fracture. The first driver measured 3.378", indicating that approximately .002" broke off the driver tip. The second driver measured 3.3145", indicating that approximately .0655" broke off the driver tip. Driver tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made. Related report: 3025141-2025-00467.